Event description:
My daughter had received the freestyle libre 3 plus sensor for continuously measuring glucose levels. These sensors are to be worn continuously for 14 days. However, the sensors are not staying on and three sensors have subsequently fallen off in less than 7 days of wearing. She followed the application instructions, first washing with soap, drying the area, and then wiping the application area with rubbing alcohol. She is not swimming or sweating, so it seems to be an adhesive failure of the sensor. The lot number of these sensors is t6002478 with an expiration date of 30-apr-2025. Not sure if 3 separate medwatch reports need to be filed since separate 3 sensors were defective. Reference report: mw5163653, mw5163654.